Manufacturer narrative:
Received 1 used urinary drainage bag with the tubing assembly attached only. The sample was functionally tested by passing water through an in house 16fr. Catheter (not part of the sample received). Observed no drainage problems; the flow was continuous during the test on the sample received. The drainage test indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 47 sec. The complaint was unconfirmed as the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. - check that urine is draining into bag." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine will not drain into the drain bag. Complainant stated that the urine drains into the tube but does not drain into the bag.